Event description:
It was reported that device had a leak. No patient injury was reported.

Manufacturer narrative:
Catalog number, lot number, unique identifier (UDI) unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received on 9/17/2022: patient information was updated per the customer response details. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.